Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a diagnostic heart catheterization procedure. Reportedly, the suture came out with the device when the proglide was removed from the patient anatomy. A cuff miss occurred with the second device. Manual arterial compression was applied to achieve hemostasis; however, the patient's foot went cold and there was no flow distally. The physician did not feel that the vessel closure device caused the occlusion; however, the cause is unknown. The patient was sent to surgery and the patient was okay after surgery as runoff was established. There was a clinically significant delay in the procedure due to the occlusion and patient being sent to surgery. No additional information was provided.